Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l47976), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, two 4.9mm healx adv sp bioc anchor devices were used. According to the report, the first anchor device was not secured in the lesion after its deployment; and was removed. It was reported that a second anchor device was inserted into a newly created burr hole. It was reported that the tip of the second anchor device advanced into the bone and made contact with the bone wall but cracked. It was reported that the surgeon decided to leave the anchor in the lesion and completed the rest of the procedure with less than 30-minute surgical delay. It was reported that the surgeon stated that the bone cyst being closely located to the first anchor¿s deployment might have triggered its looseness. The surgeon also stated that the second burr hole happened to be made on the hard bone area, which might have caused the second anchor to crack. The status of the patient postoperatively was unknown. No additional information was provided.